Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that "check vent: battery failed" alarm (1124) occurred and the occurrence history at the repair center. It was improved after replacing the lithium-ion battery. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the hospital nurse noticed that "check vent: battery failed" alarm sounded during use the device on the patient. There was no harm to the patient or user. The me swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.